Manufacturer narrative:
Unit passed displacement test, rewind test, seating, basic occlusion test, and force sensor test. No low bgs noted during testing. Unit successfully downloaded to thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. The electronic assemblies and motor assemblies were inspected, and found moisture damage to the motor assembly, pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads. The p-cap/reservoir does lock properly. Pump passed functional testing and no delivery anomalies noted during testing. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. Confirmed damage located at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the crack case battery tube side and low blood glucose. The event involved product(s) mmt-1884. Troubleshooting was performed for crack case battery tube side and the pump functionality was affected. The customer was advised for the replacement of the pump. Troubleshooting was not performed for low blood glucose. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.